Event description:
It was reported that when put into the shoulder it broke. The broken piece was removed and another blade was used to complete the surgery.

Manufacturer narrative:
Additional info will be provided once investigation has been completed.